Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint reported that a doctor tried to place an impella 5.5 via right axillary artery. The graft and axillary access worked without any issues. The implant was aborted as it was impossible to advance the wire over a stenosis in the truncus. Only material used from the asset was the axillary kit. All other items in the set remained sterile. The procedure only proceeded until the attempt to wire the left ventricle with the pigtail and the 0.035" guidewire.

Manufacturer narrative:
After further review it was verified it was a hospital wire that failed to advance, not an abiomed product. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary

Event description:
Additional information was received that reported the guidewire was discarded.

Manufacturer narrative:
B5. Additional event description added.